Event description:
It was reported that the insulin level on the customer's pump inexplicably dropped from 75 units to 45 units. There was no reported impact on the customer's blood glucose level. Additional follow-up with the customer was attempted, but no further information about the outcome was provided.